Event description:
Issue reported: during placement of the epidural catheter the physician had trouble advancing the catheter and with that being said when he/she removed the needle and catheter together the physician noticed the tip of the catheter was broken off. Surgery was needed to remove the broken piece. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was difficult to remove. The customer returned two epidural catheter pieces and a lidstock. The returned sample was visually examined with and without magnification. Visual examination of the returned catheter pieces revealed on the likely most proximal piece, the extrusion is slightly stretched at the likely distal end. The extrusion on the likely most distal piece does not appear to be stretched at the point of separation at the likely proximal end. Also, both the proximal and distal ends of the returned catheter pieces appear to be intact. No other defects or anomalies were observed. A dimensional inspection was performed on the catheter using a ruler (10171599). The proximal end catheter extrusion piece measures approximately 85.0m. The distal end catheter piece measures approximately 5.3cm. Both catheter pieces combine to measure approximately 90.3cm, which is within the specification of 88.5-91.5 cm per graphic kz-05400-030 rev. 04. None of the catheter appears to be missing. Specifications per graphic kz-05400-030 rev. 4 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 7, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of epidural catheter being difficult to remove was confirmed based upon the sample received. The customer returned two catheter pieces that were separated at the extrusion. None of the catheter was missing. At the point of separation, the extrusion is slightly stretched on the likely proximal piece. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: during placement of the epidural catheter the physician had trouble advancing the catheter and with that being said when he/she removed the needle and catheter together the physician noticed the tip of the catheter was broken off. Surgery was needed to remove the broken piece. The patient's condition was reported as fine.